Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. A system check was performed for the current occlusion and the occlusion alarms were verified. Customer's blood glucose level was 357 mg/dl.